Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, dysfunction, discomfort, lack of mobility, and metallosis. Subsequently, the patient was revised on (B)(6) 2010. The acetabular component, modular head and taper adapter were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-05009/05011 & 2014-00059).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, dysfunction, discomfort, lack of mobility, and metallosis. Subsequently, the patient was revised on (B)(6), 2010. The acetabular component, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's (B)(6), 2010 revision operative report noted a dislocation with the presence of a hematoma. The acetabular cup, modular head and taper adapter were removed and replaced. Subsequently, the patient was revised again on (B)(6), 2010 due to a dislocation. The medical report further noted the presence of a hematoma. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-05009/05011).